Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable hemoglobin a1c results and provided data for 25 patient samples. Of the data provided, only the results for one patient sample were discrepant. The initial result was 8.78 (8.8)% and was reported outside the laboratory. The physician questioned the result and the sample was repeated on (B)(6) 2013 with a result of 5.09 (5.1)%. The repeat results were believed to be correct. The patients were not adversely affected. The hemoglobin a1c reagent lot number was 65777501 with an expiration date of 09/30/2013. The field service representative was not able to determine a cause and he found no mechanical anomalies. He reviewed the comparison data and ran successful performance testing.

Manufacturer narrative:
The investigation could not determine a specific root cause due to the limited information provided by the customer.